Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Info received indicates when testing the bed, the technician found there was no ground due to a broken power cord.